Event description:
In 2006,the lay user/reporter, the pt's wife, contacted lifescan (lfs) alleging the one touch ultra meter was set to the incorrect unit of measure, and would not power on. The med affairs spec (mas0 spoke with the reported three days later to obtain and verify info. In 2006 at 3:30 pm the pt experienced symptoms of sweating and fainting. His wife attempted to test his blood glucose at that time, but the reported meter would not power on. Following the use of the meter, the pt received no treatment from his wife. His wife contacted emergency svs, and the paramedics arrived within five mins. The paramedics tested the pt's blood glucose level to be 35 mg/dl. He was treated with a glucose supplement and orange juice with sugar,and was reviewed. The pt did not require hospitalization. Prior to the event, the pt had obtained a fasting blood glucose result of 7.4 mmol/l (converts to 133 mg/dl) on the reported meter. The pt noted he had just replaced the battery and this was the first time he noticed the unit of measure was not set correctly. The pt did not change any medications or take any actions based on the result in the mmol/l unit of measure. Prior to the event, the pt had eaten his normal meals and taken his prescribed insulin doses. The pt takes regular insulin 5 units before each meal, and humulin insulin 22 units after each meal. The customer care advocate (cca) determined during the troubleshooting telephone call the pt had installed the new battery correctly and he was using the correct test strips. The cca was able to successfully talk the pt through powering on the meter with both the power button and the test strips. The cca also talked the pt through resetting the meter's option for the correct mg/dl unit of measure. The meter, test strips and control solution were replaced. Although the power issue was subsequently resolved with troubleshooting, the pt became hypoglycemic, passed out, and was unable to obtain a blood glucose level on the reported meter dur to the power issue.